Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation procedure of the subject pacemaker, an atrial lead dislodgement was observed. The physician disconnected the atrial lead from the pacemaker and repositioned the lead. When the atrial lead was connected to the subject pacemaker a second time, the screw could reportedly not be tightened and the lead was not fixed. Lead connection was normal after replacement of the pacemaker.

Event description:
During an implantation procedure of the subject pacemaker, an atrial lead dislodgement was observed. The physician disconnected the atrial lead from the pacemaker and repositioned the lead. When the atrial lead was connected to the subject pacemaker a second time, the screw could reportedly not be tightened and the lead was not fixed. Lead connection was normal after replacement of the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.